Manufacturer narrative:
Investigation summary: pop-ups and/or programming menus and/or drop-down lists are not visible to the user. In fact, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click the appropriate response/parameter, which explains the crash reported in the programmer session. This issue has been reproduced by the r&d team. The most likely hypothesis is a programming software problem, and this will be corrected with the next version of smartview. The complaint is logged for trending purposes.

Event description:
Reportedly, during interrogation (implantation) of the 408gb11b alizea, dropdown lists of informations tab were unavailable. I had to remove the battery to continue the surgery. During the second interrogation, I did not have access to probe a for threshold test. Dropdown lists were also unavailable.

Event description:
Reportedly, during interrogation (implantation) of the 408gb11b alizea, dropdown lists of informations tab were unavailable. I had to remove the battery to continue the surgery. During the second interrogation, I did not have access to probe a for threshold test. Drop-down lists were also unavailable.